Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. It was observed that the balloon detached 22 cm distal from the rx port. The detached balloon or balloon protector was not returned. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for an unspecified treatment procedure, the balloon part got separated. The target lesion details were unknown. A 4.00mm x 1.5cm x 140cm spcb flextome mr cutting balloon catheter was selected to treat the target lesion. During preparation, difficulty removing the balloon protector was encountered which resulted to a separation of the balloon part of the device. No patient complications were reported.

Event description:
It was reported that during preparation for an unspecified treatment procedure, the balloon part got separated. The target lesion details were unknown. A 4.00mm x 1.5cm x 140cm spcb flextome mr cutting balloon catheter was selected to treat the target lesion. During preparation, difficulty removing the balloon protector was encountered which resulted to a separation of the balloon part of the device. No patient complications were reported.

Manufacturer narrative:
(B)(4).